Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized at the rehabilitation center due to an unrelated disease. A slow pulse was noted on the electrocardiogram (ECG); the patient had no subjective symptoms. Upon interrogation, it was noted that the pulse generator exhibited loss of capture. The device was reprogrammed. There were no adverse consequences to the patient due to the event and was in stable condition. The patient will continue to be monitored.

Event description:
New information received noted that the physician elected to explant and replace the device on (B)(6) 2018 during lead revision procedure. There were no adverse consequences to the patient.